Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable urine albumin and urine creatinine results for one patient sample from the cobas 8000 cobas c 701 module. The initial albumin result was 0.62 mg/l and the repeat result was 44.94 mg/l. The initial creatinine result was 0.01 mmol/l and the repeat result was 11.811 mmol/l. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The albumin reagent lot number was 327961 and the creatinine reagent lot number was 333624. The expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation was not able to determine a definitive root cause.

Manufacturer narrative:
The alarm trace shows errors for sample short, abnormal aspiration, sample foam alarms and abnormal temperature control. The field service representative¿s visits focused on the rinse units. The field service representative improved ventilation on the analyzer for increased air flow. The customer has not had any issues after the service visit. The investigation is ongoing.